Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire was unable to be advanced in the right atrial lead. The right atrial lead was removed and replaced. The patient was recovering after the procedure.

Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. Final analysis found that as received, a complete lead was returned in one piece. The guidewire was inserted through the proximal end of the lead and was restricted at the middle region of the lead due to the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood.